Event description:
It was reported that during follow-up, the patient's right ventricular (rv) lead exhibited a loss of capture. X-ray revealed that the rv lead had dislodged. The rv lead was explanted, and the patient was stable.